Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/06/2014 with the following findings: multiple occlusion alarms observed in the black box; the force at time of occlusions is high. Daily insulin delivery totals correctly reflect user's programmed basal rates. The rewind, load cartridge, and prime steps performed successfully with no alarms. Force sensor calibration test confirmed sensor is detecting correct force. The pump was exercised for 24 hours with no occlusions occurring. The pump passed delivery accuracy test and found to be delivering within required specifications. The display is found to be dim; letters have a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the patient had a blood glucose of 400 mg/dl with polydipsia and polyuria. The patient alleges the pump began having an occlusion issue on 06/09/2014, and that changing the supplies did not resolved the issue. Customer support advised patient to come off the pump and to use alternate form of insulin delivery method as prescribed by hcp until the replacement pump arrives. This complaint is being reported as the patient experienced hyperglycemia subsequent to the unresolved occlusion issue.